Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time

Event description:
It was reported that a portagram revealed three contrast leaks in the catheter. The port was removed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. Received one powerport MRI isp with s/l 8f groshong with suture plugs for evaluation. Two complete circumferential breaks were found 9.9cm and 10.5 cm distal to the port body and one crease was found 11.3 cm distal to the port body. The breaks has some smoothing and buckling present, which is consistent with flexural fatigue. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 11/2017).

Event description:
It was reported that a portagram revealed three contrast leaks in the catheter. The port was removed. There was no reported patient injury.